Event description:
On (B)(6) 2013, the reporter contacted animas alleging a loss of prime issue. The reporter stated that frequent loss of prime warnings had occurred and that the prime steps could be completed after the pump resumed normal functions. No additional information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.